Event description:
During an initial implant procedure of a right atrial and right ventricular (vlp and alp) on (B)(6) 2025, it was reported that the helices of each lp became stretched. The alp and vlp were not used and a new alp and vlp were successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
B5.

Event description:
Correction: both devices reported were ventricular leadless pacemakers (vlp). There were no atrial leadless pacemakers (alp) in the event. Additional information received indicated the patient experienced discomfort during the implantation of the first vlp.